Event description:
It was reported that a patient was revised due to a fractured stemmed tibial implant. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. Visual inspection of the provided images performed. Clearly shows the affected product fractured into two pieces. Unable to perform fracture analysis from the images provided and unable to determine the lot number due to the image quality. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint confirmed following analysis of the images provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.